Event description:
It was reported during a lap donor nephrectomy procedure that the clip reload mechanism taking a few seconds to load the next clip...not fast enough for donor procedure...unusually slow. Opened new device which worked properly. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the er420 instrument was nonfunctional. The instrument was found to have slow feed due to the viscous silicone. The silicone utilized to seal the instrument had become viscous thus slowing the feeding mechanism. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.